Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the stimulator revealed no significant anomaly. The stimulator was functionally okay. (B)(4).

Event description:
It was reported the implantable neurostimulator (ins) was explanted due to lack of efficacy. It was noted no issue with the ins was determined and the doctor said the system was 'working fine.' It was noted the lead would be left in place. It was also noted the patient said the device was 'heating up.' Later the same day it was reported the ins was explanted due to lack of efficacy and irritation at the pocket site. The lead was left in place to 'possibly use at a later date.' Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 3550-39, lot# n259532, implanted: (B)(6) 2012, product type accessory; product ID 37754, serial# (B)(4), product type recharger; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).